Event description:
It was reported by the patient that his ambicor penile prosthesis (app) device stopped working a couple of weeks earlier. The patient reported he had not used the device much over the last 10 years, but he would like to have it replaced. His original doctor, who is now retired, stated the device could not be replaced due to scar tissue.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported by the patient that his ambicor penile prosthesis (app) device stopped working a couple of weeks earlier. The patient reported he had not used the device much over the last 10 years, but he would like to have it replaced. His original doctor, who is now retired, stated the device could not be replaced due to scar tissue.